Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). A 4.0 jr non-bsc guide catheter was placed. After a non-bsc guidewire was advanced to cross the lesion, a 15x3.0mm non-compliant non-bsc balloon catheter was advanced to predilate the lesion. Subsequently, a 16 x 3.50 promus premier stent was advanced but failed to cross the proximal rca. Several attempts were made to cross the device and the stent was eventually lifted/ flared. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.